Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd q-syte¿ luer access split-septum stand-alone devices experienced leakage. The following information was provided by the initial reporter: q-syte connector leakage occurred during use (about day 2).

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: our quality engineer inspected the device submitted for evaluation. Bd received one qsyte closed luer access device. Microscopic analysis of the qsyte identified a small tear in the septum wall. Additionally, leakage testing of the device did not result in a leak under standard operating parameters. The reported issue has been confirmed. Tears in the septum can occur as a result of a misalignment in the manufacturing machinery. Regular inspections of both the alignment of the machinery, and manual quality inspections of the septum are in place to control this kind of non-conformance. Tears can also occur as a result of use. This is the only known occurrence of this issue being reported for this manufacturing lot, and a device history record review showed no non-conformances associated with this issue during the production of this batch. Because the device was removed from packaging it not possible for our quality engineers to determine the root cause for this event.

Event description:
It was reported that 2 bd q-syte¿ luer access split-septum stand-alone devices experienced leakage. The following information was provided by the initial reporter: q-syte connector leakage occurred during use (about day 2).